Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had been having multiple pi events in a day, and had a few recent episodes where he collapsed with a loss of consciousness for approximately 3-5 seconds.

Manufacturer narrative:
The patient remains on lvad support with the pump and no further issues have been reported. Two log files dated (B)(6), were submitted for analysis. A preliminary review of the log files confirmed the reported pi events. There were atypical power elevations noted in the log file dated (B)(6), but not in the log file dated (B)(6). The pump speed was set to 9,600 rpsm in the log file from (B)(6) and was set to 9,400 rpms in the subsequent log file from (B)(6) no power interruptions or hazard alarm conditions were observed in either log file. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.